Event description:
The pt was having a cardiac cath, the sheath hub became totally disconnected from the sheath body. The sheath body had to be removed with a snare. No known harm to the pt. Diagnosis or reason for use: cardiac cath.